Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that when the aurous centimeter vessel sizing catheter device was being inspected at the user facility, a puncture hole was found in the packaging. The product did not make patient contact and no adverse events have been reported regarding this event.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use, documentation, drawing, manufacturing instructions, trends, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. 5 photos of the complaint device were provided. The photos show the punctured package of the device. Each device is inspected according to quality control to ensure that the product is built to specification and risk specifications are in place to assess the risk associated with potential failure modes. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information, photos of the complaint device, and the investigation, the root cause has been attributed to package handling. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.